Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported lack of rigidity cannot be established as the product is not available for analysis. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) previously removed due to it was not showing good rigidity. The patient underwent a re-implant surgery on (B)(6) 2021; in which reconstruction of the corpora cavernosa was carried out as the surgery was planned many months later after the removal of the previous prosthesis. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) previously removed due to it was not showing good rigidity. The patient was scheduled for a re-implant surgery and reconstruction of the corpora cavernosa on (B)(6) 2021. There were no patient complications.